Manufacturer narrative:
Follow-up #1: date of submission 08/09/2016. The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Device evaluation: the device has been returned and evaluated by product analysis on 07/18/2016 with the following findings: review of the black box data revealed unexplained power on reset events recorded on 6/8/2016. The pump powered on using the returned battery cap. Within three minutes pump alarms with an audible tone and vibration alert per normal operation; however, the display screen remained blank. The returned battery cap was able to fully tighten. The battery compartment was cracked in the thread area, originating from below grip pad. Evidence of moisture contamination was found inside the battery compartment, behind display lens and on underside of battery cap. The pump case was cracked in upper right corner of display area. The audio bolus button cover was missing. A leak test revealed a leak at the detached/missing bolus button cover. The pump case was removed and revealed evidence of moisture contamination throughout inside of pump. The display was blank due to internal moisture damage. Complete testing was not possible due to the moisture damage; however, a "no power" event was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue; no power with moisture behind the display. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.